Manufacturer narrative:
Evaluation summary: the x-ray demonstrated heavy calcification on leaflets 1 and 3, moderate calcification on leaflet 2, commissures 1 and 3 bent, and wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 2 at the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspect. Calcification fused leaflets 1 and 2 by 4mm near commissure 2. A hematoma was observed on leaflet 1 at the outflow aspect. The sewing ring was cut near commissure 1, and the wireform was exposed on the side of the valve near leaflet 2 and commissure 3. Customer report of calcification and stenosis was confirmed. Calcification and host tissue restricted leaflet mobility and led to stenosis. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification host tissue/pannus growth likely contributed, to a lesser degree, to this explant. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The root cause for the calcification and pannus remains indeterminable. However, it is likely that patient related factors and progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that a 21mm pericardial aortic valve, implanted five (5) years and seven (7) months, was explanted due to aortic stenosis secondary to calcification. After five years and one month from implant, the patient experienced am acute myocardial infarction (ami) during dialysis, and the patient underwent percutaneous coronary intervention (pci). After that, it was confirmed by echo that aortic stenosis due to calcification was developed; however, an intervention was not performed as the patient status was not well. After approximately five years and four months from implant, the patient developed difficulty breathing on exertion and was hospitalized. The device was explanted and replaced with a 21mm non-edwards valve. Patient status was reported as "recovered" at ICU. The valve was returned for evaluation.